Event description:
Rptr indicated that their handheld computer was freezing during interrogation and when trying to set the time. Troubleshooting did not resolve the issue. The manufacturer is awaiting the return of the product for analysis.